Manufacturer narrative:
Additional information was received that patient had experienced a para-spinal abscess. The physician assessed that the infection was related to the device hardware and not related to the procedure and device stimulation. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms were redness and swelling at the site. The physician believed that the infection was procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the infection was related to the device hardware and not related to the procedure and device stimulation. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms were redness and swelling at the site. The physician believed that the infection was procedure related. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description:infinion splitter 2x8 kit (30 cm); model #: sc-4316, lot #: 18490190, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection at the ipg site. Symptoms were redness and swelling at the site. The physician believed that the infection was procedure related. The patient underwent an explant procedure.